Manufacturer narrative:
Batch review performed on 27 november 2018: lot 161068: (B)(4) items manufactured and released on 29-aug-2016. Expiration date: 2021-08-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components revised: stem: masterloc 01.39.205 cementless ti coated lat stem size 5 (k151531), lot 162207: (B)(4) items manufactured and released on 24 june 2016. Expiration date: 2021-06-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Screws: mpact 01.32.6540 cancellous bone screw, flat head ø 6,5 l 40 (k103721), lot 168800: (B)(4) items manufactured and released on 15 february 2017. Expiration date: 2022-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without 1 similar reported event. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721), lot 168473: (B)(4) items manufactured and released on 07 march 2017. Expiration date: 2022-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 similar reported event. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115), lot 164224: (B)(4) items manufactured and released on 13 october 2016. Expiration date: 2021-10-02. No anomalies found related to the issue. To date, all items of the same lot have been already sold with 2 similar reported events. Mpact 01.31.55tp shell screw plug (k103721), lot 160676: (B)(4) items manufactured and released on 26 february 2016 . Expiration date: 2021-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after about 1 year and 3 months due to signs of infection. The pathogen is unknown at this time. The surgeon removed all hardware and implanted a spacer.